Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported, after final release of the evoque valve, the device malpositioned immediately and the patient was sent to surgery for removal of the device. Edwards received notification of an evoque valve in tricuspid position where the procedure was routine and went well until final release with full leaflet capture. The device malpositioned immediately once the locking tabs were released. The device migrated within four cardiac cycles and dropped ventricularly on the septal side. As snaring the device was not an option, the team took the patient to surgery for device removal. The device was removed and another valve was successfully implanted. The patient is doing well and recovering post procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve deployed too ventricular was confirmed with other empirical evidence. The clinical specialists present at the case confirmed that the valve was deployed too ventricular. This case was a red case due the patient having a history of rheumatic fever (thickened tissue and leaflets). No procedural imaging was provided for review, so further analysis could not be performed. No manufacturing non-conformities were confirmed. Available information suggests that patient conditions (rheumatic patient with thickened tissue & leaflets) may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.